Event description:
Patient went to the emergency room (ER) yesterday due to low potassium, dehydration and pain in their arm. Patient said they gave them potassium. Patient was still having accidents which may had caused the dehydration. Patient mentioned that they were on blood pressure medications. Patient's device was implanted for fecal incontinence and they were still having accidents. Patient said that when they put the "wire" in the doctor prescribed laxatives. Patient wasn't having accidents till they started the laxative. Patient stopped taking the laxatives this morning and was still having accidents. Patient asked if increasing stim would help with the accidents. Patient mentioned that they turned stim up once and it helped a little. Patient mentioned that they were having surgery on monday - patient was asked that if the surgery is related to the device. Patient first said no then said "sort of". Patient said that they are fixing a prolapsed rectal. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the cause of the leaking and prolapsed rectal was determined and that it had been resolved. Patient stated their weight at the time of the event was (B)(6). No further symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.